Manufacturer narrative:
H6: investigation summary three photos were provided for quality investigation. The customer complaint of misassembly was verified by investigation. Review of the photos submitted show that the smartsite the most proximal to the drip chamber was installed upside down. A smartsite in this position would not allow for fluid to flow past that smartsite location. A device history record review for model 2426-0007 lot number 22069263 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the manufacturer investigation of the photos submitted, the root cause of the issue seen in the complaint is that the assembly fixture was not used when assembling the infusion set, causing for the component to be installed backwards. A quality alert has been created in order to prevent this defect in the future.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set luer-lock port on the tubing was found upside-down during use. The following information was provided by the initial reporter: "IV tubing was being hung on the patient. The nurse noticed that the tubing would not infuse. On inspection of the tubing rn noticed that one of the luer-lock ports was upside down on the tubing. The port was facing the drip chamber instead of down toward the patient."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set luer-lock port on the tubing was found upside-down during use. The following information was provided by the initial reporter: "IV tubing was being hung on the patient. The nurse noticed that the tubing would not infuse. On inspection of the tubing rn noticed that one of the luer-lock ports was upside down on the tubing. The port was facing the drip chamber instead of down toward the patient."

Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.